Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect occlusion is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery (rcfa) was done with two prostyle devices using the pre-close technique prior to a percutaneous coronary interventional (pci) procedure via a 6f sheath. The sheath was upsized to 14f and the pci procedure was completed. Both of the prostyle knots were successfully advanced to the vessel wall and hemostasis was achieved. After the procedure, an angiogram was taken, at which point an occlusion was noted at the access site. The physician believes the occlusion was caused by the two prostyle sutures; however, there was no indication of back-wall stitch or any other suture-placement abnormalities. Contralateral access was gained, but the up-and-over treatment was unsuccessful as the physician was unable to cross the occluded rcfa. Surgical intervention was performed to treat the occlusion and achieve hemostasis. There was a reported clinically significant delay in the procedure due to surgery. No additional information was provided.